Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. In the pre-repair diagnostic assessment the cutter insertion test failed. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6), stating that the device had damaged bearings. Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.